Event description:
Arjo was informed about an incident involving the arjo passive clip sling (model number: maa2040m-ll, serial number: (B)(4)) and the ceiling lift from the tr-care company (non-arjo device). It was reported that while transferring the patient, the right shoulder sling clip became loose, resulting in the patient falling to the floor and hitting her head on the shower seat. As a result of this incident, the patient sustained a nosebleed and a hip fracture that required surgical intervention.

Manufacturer narrative:
Arjo was informed about an incident involving the arjo passive clip sling (model number: maa2040m-ll, serial number: (B)(4)) and the ceiling lift from the tr-care company (non-arjo device). It was reported that while transferring the patient, the right shoulder sling clip became loose, resulting in the patient falling to the floor and hitting her head on the shower seat. As a result of this incident, the patient sustained a nosebleed and a hip fracture that required surgical intervention. After the event, the sling was evaluated by an arjo representative. The service technician informed that the sling was working properly and did not show any signs of wear. The technician did not evaluate the ceiling lift involved in the incident as he was unable to assess the device. The instructions for use (IFU) for the passive clip slings (document number: 04.sc.00-int1_6) states that: ¿the passive clip slings should be used together with arjo lift devices in accordance with the allowed combinations specified in the instructions for use (IFU).¿ the document also warns: ¿to avoid injury, always follow the allowed combinations listed in this IFU. No other combinations are allowed.¿ non-arjo device ¿ ceiling lift from the tr-care company involved in the incident is not listed in the sling instruction for use under combinations of devices allowed to be used with the arjo slings. To sum up, the non-arjo ceiling lift and arjo passive clip sling were used as a system for a patient transfer when the resident fell out of the device and sustained a serious injury and from that perspective the system failed. As a medical device manufacturer, arjo is responsible to ensure that its medical device and its authorized accessories are safe and effective for use in accordance with the product¿s instructions for use manual. Arjo recommends the use of arjo branded slings to be utilized with arjo patient lifts in accordance with the devices¿ instructions for use manual. We decided to report this complaint to the competent authorities due to allegation that the clip detached during use resulting in a serious injury.